Event description:
The pt was implanted with a siltex contour tissue expander on 6/13/1997. Subsequently, the pt experienced a seroma in the breast. The device was removed on 7/14/1997.

Manufacturer narrative:
Date of this report: 6/13/1998.